Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support on impella 5.5 on september 4th, 2025, the patient had to be increased on pressors, suspected sepsis. Family at bedside, unable to get labs. Registered nurse states labs normal, ptt sub therapeutic but they are actively titrating. Gastrointestinal (gi) bleed noted, holding systemic deep tissue injury (dti) until gi consult. Bicarb in purge. Intact cat scan yesterday for seizure activity. On 9/8 may be restarting heparin tomorrow if gi bleed continues to subside. Patient started on continuous renal replacement therapy two days ago and extracorporeal membrane oxygenation flows increased. Due to gi bleed a colonoscopy yesterday was done and needed 1 unit packed red blood cells (prbc). Off systemic anticoagulation. The patient was still on support.

Manufacturer narrative:
The investigation for the reported sepsis, renal failure, and major bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the sepsis, renal failure, and major bleed could not be determined.